Manufacturer narrative:
(B)(4). Of the 15 devices reported, a total of 6 devices were received for evaluation. There was one event that included patient gender demographics, which was a female. Lot# : r9589z; t92u77; r92p7l; t92c4t; r94p7g; r95576; t92p09; r94y5l; r9543v. (B)(4).

Event description:
This report summarizes <noe> 15 </noe> malfunction events involving a total of 15 actual devices for tissue pad detached. These events occurred during use by a healthcare professional.

Manufacturer narrative:
(B)(4). Corrected data=event, type of reportable event, patient and device codes. If follow up, what type: additional information received: is the white tissue pad completely missing from the clamp arm of the device? No. Upon review of the additional information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is being considered not reportable (for 1 device/1 event). Event: this report summarizes <noe> 14 </noe> malfunction events involving a total of 14 actual devices for tissue pad detached. These events occurred during use by a healthcare professional (is now 14 devices, not 15 devices as previously reported). Type of reportable event: MDR decision is now not reportable for this event. Patient and device codes: device code 1562-material separation-is now 14 devices. Patient and device codes: method code 4114- device not returned is now 8 devices. Patient and device codes: result code 3221-no findings available is now 8 devices. Patient and device codes: conclusion code 4315- cause not established is now 9 devices.

Manufacturer narrative:
(B)(4). Of the 2 devices, a total of 1 device was returned for evaluation. Additional lot # r94v1h; t93474. Method; 10 - testing of actual or suspected device - 1 device. 4114 - no device returned - 1 device. Result; 900 - pad - 1 device. 3221 - cause not established -1 device. Conclusion; 61 - user error - 1 device. 18 - failure to follow instructions - 1 device. 4315 - no findings available - 1 device.